Event description:
Was implanted (B)(6) of 2012 with essure. Started having issues right away. Pain, fatigue, rashes, hair loss, anxiety, insomnia, migraines and more. Finally in 2018 I found a doctor willing to listen to me and was told my essure was starting to move/migrate. Hysterectomy removing uterus, tubes and cervix was performed in (B)(6) of 2018. FDA safety report ID # (B)(4).